Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2012. As part of her diabetes regimen, the patient claimed she is on an insulin pump. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. At 2:30pm that day, the patient stated she seek assistant from an urgent care/clinic due to her meter not powering on. According to the patient, no treatment was received; however, she was given a new onetouch ultra2 meter to test. When she arrived at home with the new meter, the patient stated she tested and obtained a reading of ''61 mg/dl'' (time not specified). By 4pm that day, the patient claimed she was feeling dizzy; however, it is not known if the patient seek medical treatment as a result of her symptom. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter, the correct test strips were used, and the meter required no battery replacements; however, the test strips insertion and power button does not turn the meter on. The alleged issue was not resolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.